Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area; the heat shrink tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
15,523 joules and 3:30 minutes expended on the failed fiber. The tip of the fiber was cleaned during the procedure.

Event description:
A break was noted on the "fiber body". Red light was observed at the break point. 58,035 joules were expended on the second fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the fiber "became forward firing immediately after the use". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "stable" reported.